Event description:
On approximately (B)(6) 2015, the patient was referred to a local neurosurgeon group for pump explant as the pump was close to eos (end of service). The patient had had ¿tremendous clinic improvement¿, so wanted the pump explanted. The pump dose was decreased in preparation for the explant. The patient then presented to the hospital in withdrawal due to the inability to have her schedule ii prescription filled despite numerous attempts at 16 different pharmacies. The patient was hospitalized. The opiate withdrawal caused the patient to aspirate and develop cardiac issues. The patient refused to go back to the neurosurgeon. Per the neurosurgeon, ¿this is not a device issue¿. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n171990001, implanted: (B)(6) 2008, product type catheter. (B)(4).